Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported computed tomography images (date unknown), revealed the aneurysm has enlarged (amount is unknown). There is a proximal type I endoleak. The endoleak is ongoing.